Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a portion of infusion set. The depicted portion of the device included the luer adapter and a portion of extension tubing. Blood was visible within the device. Blood appeared to be leaking from the device at the luer/tubing joint. While leakage appeared to be evident in the submitted photograph, inspection of that photograph was insufficient to identify the cause of the leak. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue and sharp instrument contact. A lot history review (lhr) of asdvf051 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported via medwatch "port-a-cath line, which was hep-locked, was entered in order to draw scheduled am labs. The line flushed well without resistance and appeared intact at the insertion site. When blood was attempted to be drawn from the line, the syringe filled with air and the line began to leak blood below the clave. The rn clamped the line above the perceived line break and de-accessed the pac. The cvc was re-accessed and blood cultures were drawn prior to drawing labs."

Event description:
It was reported via medwatch "port-a-cath line, which was hep-locked, was entered in order to draw scheduled am labs. The line flushed well without resistance and appeared intact at the insertion site. When blood was attempted to be drawn from the line, the syringe filled with air and the line began to leak blood below the clave. The rn clamped the line above the perceived line break and de-accessed the pac. The cvc was re-accessed and blood cultures were drawn prior to drawing labs."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a portion of infusion set. The depicted portion of the device included the luer adapter and a portion of extension tubing. Blood was visible within the device. Blood appeared to be leaking from the device at the luer/tubing joint. While leakage appeared to be evident in the submitted photograph, inspection of that photograph was insufficient to identify the cause of the leak. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue and sharp instrument contact. A lot history review (lhr) of asdvf051 showed no other similar product complaint(s) from this lot number. - attachment: [0533090000-2019-8016 file1543020.pdf].